Manufacturer narrative:
(B)(4).

Event description:
On 2015-09-22, an hcp reported that the drug lot number of lioresal intrathecal was ds0092a. On 2015-09-24, an hcp reported that the event date was updated from (B)(6) 2015 to (B)(6) 2015.

Manufacturer narrative:
Concomitant medical devices: product ID: 8731, lot# b005645n18, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The patient was receiving lioresal via their implanted intrathecal pump. The indication for use regarding the pump was intractable spasticity. As per the pump's log, baclofen with concentration 500.0 mcg//ml was administered at a simple continuous dose rate of 71.05 mcg/day as of (B)(6) 2015. Examination / palpation on (B)(6) 2015 revealed possible skin erosion. The area at the tip of the scar was tender and a surgeon was worried about possible skin erosion. Severity of the event was considered mild. Surgical repositioning of the device occurred and the pump was placed deeper on (B)(6) 2015. The patient decided to have a larger pump placed so the pump was electively replaced on (B)(6) 2015. The hcp disposed of the device. Regarding the pump pocket, the event was noted as not having been related to the device / therapy, but was possibly related to implant procedure. The event resolved without sequelae as of 08/21/2015. Additional information was requested which included the drug lot number of lioresal intrathecal. Additional information will be provided via a supplemental report as it becomes available.